Event description:
It was reported that the patient heard a popping sound and smelled smoke from the device. There was no patient impact.

Manufacturer narrative:
The customer¿s report with burning smell was not confirmed during the visual inspection and testing failed to replicate a thermal event. An external and internal inspection was performed on pcu and no signs of burning smell or thermal activity was observed. A basic infusion was performed on the returned device for a 6hr period at pump¿s last infusion rate of 555ml/h successfully to verify device functionality. A log analysis of pump module was performed and failed to reveal events that would lead to or result in a thermal event/burning smell as reported by customer. An infusion test was performed on the returned device at the rate of 555ml/h for a 6hr period and device was left powered on for 48+ hours. Infusion completed successfully without evidence of burring, odor, or any type of thermal activity. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the patient heard sparkling and popping sound and smoke was smelled from the product. No patient harm was reported.